Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level as the patient received high blood glucose alert and sensor failure. Therefore, patient's highest blood glucose level was 1016 mg/dl. Moreover, the continuous glucose monitoring stopped working and the infusion set's cannula was bent which was the suspected cause of high blood glucose level. Eventually, the patient went into diabetic ketoacidosis due to which the patient was admitted to the hospital on (B)(6) 2019 and received intravenous fluids, insulin drip and potassium supplements as corrective treatment which resolved the issue. The infusion had been in use for two days. On (B)(6) 2019, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.